Event description:
It was reported that, during the implant procedure, they were unable to communicate with the device. Previously, the local representative connected to a device in his bag, unknowing that the other device, still in shelf mode, was just implanted. Once the mistake was found, they removed the non-implanted device from the room and attempted to interrogate the implanted device. The programmer wand was placed directly over the device, but the programmer could not interrogate it. The doctor explanted the device and successfully placed a new one. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during the implant procedure, they were unable to communicate with the device. Previously, the local representative connected to a device in his bag, unknowing that the other device, still in shelf mode, was just implanted. Once the mistake was found, they removed the non-implanted device from the room and attempted to interrogate the implanted device. The programmer wand was placed directly over the device, but the programmer could not interrogate it. The doctor explanted the device and successfully placed a new one. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device case was opened, and the inner circuitry was examined. The battery and low voltage capacitors were removed, and the circuitry current drain was checked. There was a normal current drain from the circuitry. Examination of the low voltage capacitors found normal function. The battery was checked, and the voltage was low. The battery was sent to the battery lab for further analysis. The battery analysis resulted in no findings of root cause for the depletion. Laboratory analysis concluded the inability to communicate with the device was due to a depleted battery. The lab was unable to identify what would have caused or contributed to the depleted battery.